Manufacturer narrative:
Argus case n°: (B)(4).

Event description:
The glass with the polident and accidentally swallowed that [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident 3 minute. On (B)(6) 2020, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received via phone call on (B)(6) 2020. Consumer stated, "the polident 3 minute cleaner, I use it for my partial. I had it on the counter and I was taking vitamins and I picked up the glass with the polident and accidentally swallowed that. It says to call the doctor or poison control but is that necessary? I think I will be fine. You can call me tomorrow but I do not know if I am calling them." Consumer was using unspecified vitamin as concomitant therapy.